Event description:
It was reported that the patient had a driveline power fault alarm. Log files were submitted for review and captured low power haard events on 20may2026 and 22may2026. This was caused by power to the mobile power unit being briefly interrupted. The log files also confirmed driveline power b fault alarms on 27may2026. The alarm had not interfered with pump operation. The system controller and modular cable were replaced which resolved the driveline power b fault alarm.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.